Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system rebooting itself in the middle of a case and show failed hardware. A field service engineer inspected the power supply and verified all connections also checked both the pyxibus and medcart cables for any signs of damage. The fse adjusted zip ties and cable positioning to ensure a looser, more fit and ran diagnostics in hardware test application with no errors reported. The fse rebooted the system and had the customer access drawer 5 multiple times no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station rebooting itself in the middle of a case and show failed hardware. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.